Event description:
It was reported that after a neurostimulation procedure in 2002, the patient experienced an infection and the system was removed. Additional information has been requested, but was not available as of the date of this report.